Event description:
While reviewing the ventilator logs for a recent unrelated complaint for the ventilator in this report, two (2) technical error codes were discovered in the logs. One technical error indicated that the valves had been disabled, the other an internal communication failure. Patient involvement is unknown at this time. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed-circuit (pc) board has been completed. The control pc board is the main board for the control sub-system in the ventilator. The control sub-system's main responsibility is control of the ventilation cycle and also the signal to disable the valves. There are safety related situations like a high pressure situation caused by for example a clogged bacteria filter, which requires the gas modules to stop delivering gas and the inspiratory and the expiratory valves to open for a moment, which is what happens when the disable valves signal is active. The monitoring subsystem is continuously monitoring the active disable valves signal in order to generate alarms to notify the user if this state affects the ventilation. The control printed circuit (pc) board was installed in a reference system for simulated use testing, it was found to fail once with a communication error. There was no indication that the disable valves signal was active in the simulated use test. The received device log file confirms the reported event. A hypotheses is that the monitoring of the disable valves signal has been delayed due to the reported communication failure between the two sub-systems.

Event description:
(B)(4).